Event description:
The patient fell on the implant while going down stairs and subsequently lost stimulation sensation. The ins was up higher before and moved lower; the pocket looked different. Palpating did not elicit anything. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).